Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of occlusion, claudication/pain, and ischemia leading to intervention are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
This patient was enrolled in the mimics 3d USA post-market observational registry study. On 08-jul-21, the patient was implanted with one 6.0 x 150 mm biomimics 3d (bm3d) stent. It was used to treat a restenotic lesion in the superficial femoral artery (sfa) distal third to proximal popliteal in the right leg. A contralateral approach was used and the treated segment was pre-dilated with percutaneous transluminal angioplasty (pta) and post-dilated with pta and a lutonix drug coated balloon (dcb). On 12-jul-24, the site identified an event of limb ischemia. It was reported as not related to the device or the procedure but was due to a worsening pre-existing condition. It required percutaneous intervention and thrombolytics. It was reported as target lesion related. The patient had complaints of worsening symptoms of elevation pallor, dependent rubor, pain in right foot which had slowly worsened over the last 3 weeks. Patient had rutherford class IV synptoms (rb IV). Computed tomography (CT) scan on 21-jun-24 was reviewed and showed occluded right distal sfa and the popliteal is occluded. Urgent revascularisation of the right sfa was planned. The patient did end up in the emergency department (ed) for worsening leg pain and was admitted to the hospital. Plans for angiogram were unchanged. Peripheral angiogram on 13-jul-24 showed the external iliac through the popliteal, tibioperoneal trunk (tpt), peroneal, posterior tibialis (pt), and anterior tibialis (at) are all occluded. There was successful balloon angioplasty to these areas and successful initiation of ekos tissue plasminogen activator (tpa) catheter. The external iliac middle third to anterior tibial proximal third was treated with pta/standard balloon angioplasty, thrombolysis and ekos catheter with tpa. The intervention was reported as a target lesion/vessel revascularisation (tlr/tvr). After leaving the cath lab, the ekos was dysfunctional, and the patient returned to the cath lab on 13-jul-24 for replacement of the ekos catheter in the common iliac to popliteal distal segment. This was a tvr but not a tlr. The ekos catheter was successfully inserted and the tpa was re-initiated. The patient returned to cath lab on 14-jul-24 for successful intervention to the right external iliac with balloon angioplasty and stent, the right common femoral artery (cfa) was treated with rotarex, laser atherectomy and stent graft, and successful intervention on the chronic total occlusion of the right sfa and entire popliteal with laser atherectomy, penumbra mechanical thrombectomy, rotarex, and angioplasty, non bm3d drug eluting stent and viabahn stent. Successful intervention to the right at with laser, angioplasty, and drug-eluting stent, successful intervention of right tpt and right peroneal with angioplasty and drug eluting stent. The external iliac proximal third to peroneal distal third was treated. This intervention was a tlr/tvr. The outcome was reported as resolved/recovered. The device remains implanted. Veryan's date of awareness of this event was the 12-aug-24.